Manufacturer narrative:
Ventec downloaded the device's electronic records (system logs) for analysis where the reported issue of it logging patient circuit disconnect alarms was confirmed. Ventec then evaluated the device but was unable to duplicate the reported issue. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it had previously logged patient circuit disconnect alarms. There were no reports of patient involvement associated with the reported event.